Event description:
It was reported that during routine device replacement for normal eri, the physician also capped and replaced the lead.vf episodes with aborted and inappropriate therapy due to lead noise had been noted.